Manufacturer narrative:
Age, weight and ethnicity: information unknown/ not provided. Implant date: does not apply - lens was not implanted. Explant date: does not apply - lens was not implanted and therefore not explanted. Initial reporter title: unknown/not provided. Initial reporter first name: unknown/not provided. Initial reporter email address: unknown/not provided. Initial reporter telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was defective. One haptic was twisted in the shooter. According to customer correspondence, the haptic was not in order. The lens was discarded. Through follow-up, it was learned that the haptic was already damaged, that the customer noticed this during unpacking. The lens was not used and had no patient contact. No patient injury reported. The standby lens was used and the surgery was completed successfully. No additional information was provided.